Event description:
It was reported that a patient experienced a shocking or jolting sensation. After a battery replacement surgery it was stated that the patient felt an "extra jolt" every time he took a step. It was reported that the device only worked if pressure was applied to it. It was noted that the patient went to the doctor and was reprogrammed. Then in (B)(6) it was stated that the "box quit working all together". The patient had surgery and it was discovered that there was a lead fracture. Further information has been requested, but was not available at the time of this report. If more information is received a supplemental report will be sent.

Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type lead. Product ID 37743, serial# (B)(4), product type: programmer. Patient product ID 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type extension. Product ID 3550-29, lot# n153474, implanted: (B)(6) 2010, product type accessory. (B)(4).